Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 02/24/2016. The fse found pinch valve pv49 was defective. The fse replaced the pinch valve, which repaired the issues. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported the coulter hmx analyzer with autoloader gave 'diluent comparison out of limit' error messages. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.